Event description:
It was reported that there was an issue with the connection of the control cables and the pump had a broken pin. There was unknown patient involvement. No patient harm/adverse event was reported. Device evaluation revealed a damaged/detached downstream occlusion seal.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: UDI and g4: 510k are unknown. No product information has been provided. H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device downstream occlusion (dso) seal was observed to be damaged/detached. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and remote dose cord were replaced, and the device passed all testing.